Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 1 month after the dental implant was installed in intraoral region #10, its non-osseointegration was observed. Sixty (60) ncm of primary stability was achieved and the implant was installed immediately loaded. The patient presented bone type IV.